Event description:
It was reported that during inspection of the packaging of a ez-io needle it was noted that the protection cap has come loose and the needle protruded through the packaging.

Manufacturer narrative:
(B)(4). The DHR file could not be reviewed as the product lot/batch number was not reported. The complaint sample is not available to be returned to teleflex for investigation purposes. However, the customer provided a picture depicting the reported discrepant condition. An ncr has been initiated from athlone, lm engineering to address the issue.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during inspection of the packaging of a ez-io needle it was noted that the protection cap has come loose and the needle protruded through the packaging.